Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was currently in the hospital due to cardiac issues and wanted to know if having a cell phone on while having a cardiac monitor that uses wifi can cause uncomfortable or painful pulling down shooting sensations in the chest or cause chest pain. The patient was concerned the dbs system was causing the chest pulling and the pain. The pain increases when the medication wears off. It was also reported there was a shocking sensation from the device, extending to the leads. They also think the wireless wifi, two printers, and two computers were causing the increase in chest pain. It was also thought that the patient's friend's new defibrillator caused an electrical current/shock to go through their body. The patient didn't get hurt but they felt it and it went away. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they couldn't have an (B)(6) because it would send shock up and down body. They have been treated with meds now and reduced that. They mentioned they had candida and the sensitivity is a side effect of what she's reporting. They state this all started after taking antibiotic which started last summer 2018 and has since been good since (B)(6) 2018.